Event description:
A nurse reported that there was an error message received during set-up. Pt was in the or, and they had to cancel the case. There was no pt injury.

Manufacturer narrative:
A company service rep checked the system, replaced the host module without improvement. Replaced the power supply, then system tests to specifications. The power supply has not been received for root cause analysis to date.